Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the leading haptic adhered to the back side of the lens optic during implanting. It eventually came off and the surgery was completed without product replacement. Due to it being on the back side, it was very difficult to remove. The sample was not available as it still remains in the patient's eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. Only video was returned. Returned video shows procedure of an iol implantation with company device. However, only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The iol is inserted in the eye. The leading haptic is observed to be stuck to the underneath of the optic. After several attempts by the hcp, the haptic finally releases from the optic. Based on our observation of the attached video, the leading haptic is observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).